Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that the display on the insulin pump went blank without a warning of a low battery. Customer stated he changed the battery and it powered back on. The customer also mentioned that he waited two sensors because they were hard to insert and one of them had the needle exposed. The insulin pump would not be replaced. Blood glucose value is unknown. A wrap around case was sent to help prevent the display going blank. Customer declined transfer for assistance.